Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the mac-loc assembly. A 14fr 45 cm catheter was used and found that it had a defect at the luer lock connection on the rear end of the drain. The threading appears to be compromised, resulting in syringes leaking or detaching when connected. Three drains of the same lot were tested and all of them had the same issue. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
H3: device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received 10jun2025, it was reported that another manufacturer's luer lock syringes were used with the drains.

Manufacturer narrative:
Additional information: b5; concomitant product. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Two unused devices and three used devices were received by cook on 26jun2025. Upon investigation, it was discovered that none of the five returned devices leaked at the mac-loc assembly. No cracks were noted on any of the returned devices. Functional testing with a new 20 ml luer lock tip syringe showed proper seating onto all five of the return mac-loc adaptors, with no leakage during testing. A review of risk documentation for the failure "the luers did not connect correctly" does not indicate that this event is likely to cause serious injury if it were to reoccur. A detailed search of complaint history has revealed no previous events involving the failure mode that has led to a serious injury. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.